Event description:
Complainant alleged that the medics were treating a pt and who had coded. The medics placed the electrodes on the pt, but they were unable to get an ECG reading, and the device displayed a "poor pad contact" message. The medics checked all connections, and all appeared tight. They then pushed down on the pads to ensure that there were no air bubbles between the pt's skin and the pad, but the electrodes continued to display the same message. The medics then applied a fresh set of pads to the pt and were able to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.